Event description:
After transfer from bedside commode to bed, noted exposer of distal portion of impella driveline where previously placed tegaderm had separated from the distal hub. Overnight provider was immediately notified and came to bedside to visualize. Exposed site was re-sterilized with betadine and new tegaderm placed. Manufacturer response for temporary non-roller type left heart support blood pump, abiomed impella (per site reporter) they are actively investigating.